Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use which state in the following to contact olympus incase leakage is detected: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During functional testing, the following issues were noted: the device failed air leak inspection; the distal end's electrical insulation did not meet with specifications; fluid could not be fully removed from the scope. Examination showed the following areas of damage: the flexibility adjustment ring was scratched; the hand grip was discolored; the instrument channel was scratched; the suction cover unit was scratched; the suction case was scratched; the plug unit was scratched; the label on the scope connector was damaged; the connector cover was cracked and chipped; the objective lens was chipped; the light guide lens was cracked; the connecting tube was snaking; and the universal cord was wrinkling. Examination showed the following signs of wear: the air/water cylinder's color indicator was worn off; the scope cylinder color indicator was worn off; the control unit was discolored; both directional knobs were discolored; the switch box was discolored; and the scope cover was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope had damage at the distal end, a wrinkled tube and broken lens adhesive. The device was returned to olympus medical for evaluation. During examination, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.